Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was over 500mg/dl due to eating onion rings and may not have covered the carbs properly. Customer stated she stayed up to wait for the blood glucose value to get to 300mg/dl and calibrated. Customer stated that pump kept alarming calibration error and stated her blood glucose values were 78mg/dl and 98mg/dl. Customer declined to troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The test mini link transmitter with the glucose sensor simulator communicates properly to the insulin pump. No calibration error alert and change sensor alert noted.